Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued to feel the thumping in the chest and it was very bothersome to the patient. The lead was inactivated and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the post approval network(pan) cardiac and vascular group (cvg) clinical study. No further patient complications have been reported as a result of this event.